Event description:
"Nursing notes: pt came in on sunday, (B)(6) 2013. She stated that when her husband tried to flush the PICC line today at 0600 it was very difficult to flush and the dressing underneath was damp and leaking. The pt and her daughter flew to (B)(6) later and arrived at 1300 requesting that the PICC line be checked since the dressing was damp and had been difficult to flush today. The pt and her daughter questioned if the PICC was kinked. When removing the old dressing from the top it was noted that the PICC line was kinked and that there were 3 inches of PICC line that was extending out from the hub and had been draped in the shape of a w. More dressing was removed slowly and PICC line was noted to be in 2 separate pieces. Extending out of the pt's PICC site was 1 inch of PICC line that appeared to have been broken off from the last 3 inches of the PICC that was still attached to the pt's arm via the stat lock. PICC line was removed from the pt's arm easily with sterile technique. PICC catheter tip was intact. No inflammation or redness was seen at the insertion site. Pt denied having temp or pain at insertion site. Old dressing had been changed by home health nurse on (B)(6) 2013. There was a circular bio patch covering the insertion site and a 2x2 covering the bio patch and the stat lock underneath the opposite dressing. The 2x2 was damp with a small amt of serious drainage PICC site was cleaned with the sterile technique with chora prep, a sterile 2x2 was placed over the insertion site and coban was wrapped around this dressing to secure it. Pt was instructed to call or return if she had a fever or if the PICC site became painful. She has a pre-op appointment for tomorrow and will need amikacin dose. Pt's daughter took photos of broken PICC line so that pictures for any follow-up that might be needed. Message left on the on-call dr phone with this update".

Manufacturer narrative:
The MFR has rec'd the sample and will be evaluated. Results are expected soon.